Event description:
A battery depleted alarm on a colleague pump observed during on-site service. The hosp rep had no sufficient info to determine if there was any pt incident involving the pump since the last baxter service event.